Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for calcium gen.2 (ca2) on a cobas pure c 303 analytical unit. The initial result was 1.54 mmol/l. The repeat result was 2.26 mmol/l. The questionable result was not reported outside of the laboratory. The ca2 reagent lot number was 645917. The expiration date was not provided.

Manufacturer narrative:
The reaction curves for both the initial and repeat results were normal. Calibration was last performed on (B)(6) 2022 with acceptable results. The precision check results suggest an issue with the ultrasonic mixers. The customer stated qc was acceptable. The field service engineer (fse) adjusted the ultrasonic mixers. The fse checked pump pressure and cell rinse and found the acid wash was dripping and overfilling the cuvettes. The connection to waste high concentrate was leaking; two new hoses were connected. Precision check results were acceptable. The customer had no further issues following the service visit. Based on the information available, a general reagent issue was ruled out since calibration and qc were acceptable. The service actions resolved the issue.

Manufacturer narrative:
The evaluation conclusion code was updated. The repeat result was believed to be correct.